Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow-up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the blade cutting graft in half. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
G2: foreign country - australia. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 -2023 -00642. Review of the most recent repair record for the mesher, serial # (B)(6), identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed for the mesher only. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.